Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 codes: health effect - clinical code - 2396 - sore throat.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, around 2:00 am on (B)(6) 2025, the patient received an alert for urgent low and started vomiting. The patient took a bg meter reading, which was 400 mg/dl while the dexcom cgm was 55 mg/dl. There was no treatment provided at this time. At 7:00 am, the patient¿s son took him to the hospital. At the emergency room (ER), the doctor checked the patient¿s bg which was 295 mg/dl and the cgm was 44 mg/dl. The doctor treated the patient with an insulin drip, morphine for the pain, valium® to ease the irritation of his stomach, zofran for vomiting, and reglan, everything through IV. The patient was diagnosed with diabetic ketoacidosis. The patient was hospitalized and discharged 4 days later. The doctors continued to monitor his glucose using bg meter and it ranges from 110 ¿ 130 mg/dl but was not discharged due to the pain and irritation on his throat and stomach from vomiting. At the time of discharge, his bg reading was 130 mg/dl on his fingerstick. At the time of the report the patient was feeling fine except from the pain on his stomach from vomiting and throat irritation. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.